Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Other text: additional information: b3: day and year have been provided, month is unknown., corrected data: h6 - heic and DHR statement: no lot number was provided, therefore no device history report (DHR) review could be completed.

Event description:
It was reported during use the disposable caused the pump to alarm. No disposable, pump won't run alarm went off. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.